Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction occurred. In addition, it was reported that the customer received a continuous glucose monitor error 42. Reportedly, the customer's blood glucose (bg) level was "high." Customer used manual injections to address high bgs. Reportedly, the customer reverted to manual injections for insulin therapy.